Event description:
During the beginning of a routine hemodialysis treatment, it was reported that the operator experience high venous pressure alarms that could not be resolved. Treatment was terminated without manual rinseback as the blood was believed tobe clotted, which resulted in a 210cc blood loss. No medical intervention was required.